Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 (health effect - impact code & health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no adverse event/patient harm involved.

Event description:
It was reported that the off set taper adaptor trial broke during case.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, it was reported that the off-set taper adaptor trial broke during case. The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment file 13_feb_2025_14_30_49_15108. The photo investigation revealed that '(620120121, offset taper adapter trial) had broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the assembling or disassembling process of the offset taper adapter trial. Inhance¿ shoulder system anatomic surgical technique (103832905 rev b) page 15 and 18, emphasizes the correct assembly and disassembly process. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed) as the observed condition of the (offset taper adapter trial) would contribute to the complained device issue. Based on the investigation findings, unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.